Event description:
It was reported that the surgeon performed revision hip surgery on (B)(6) due to dislocated and damaged implants. The patient had taken a fall 3-8 months earlier and damaged in situ implants. Explanted implants were clearly damaged.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Manufacturing date and expiration date updated. An event regarding a fractured ceramic head and liner involving a trident psl with purefix ha 60mm was reported. Based on the provided information, the ceramic head and liner fractured due to a fall. While an area of wear was observed around the distal rim of the shell, it likely corresponds to the wear damage on the insert/sleeve assembly. There is no indication that the device reported in this investigation contributed to the reported event. Based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant. No further investigation is required at this time.

Event description:
It was reported that the surgeon performed revision hip surgery on thursday (B)(6), due to dislocated and damaged implants. The patient had taken a fall 3-8 months earlier and damaged in situ implants. Explanted implants were clearly damaged.